Manufacturer narrative:
(B)(4). Method: device history record reviewed for (B)(4). Result: record evaluation completed. Complaint could not be confirmed. Conclusion: device evaluated and alleged failure could not be duplicated. Itc has requested all data required for form 3500a.

Event description:
In-country rep forwarded a report of no clot detected on hemochron response instrument. The customer observed that the blood was clotted upon removal of tubes. This event occurred outside the united states. No adverse event(s) reported.